Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a multiparous patient had a novasure endometrial ablation which completed successfully. The patient was released and 24 hours post procedure complained of nausea and flushed skin tone. The patient reported to the hospital at physician request. Additional information was received from the physician by the medical director. At 36 hours post-procedure the patient went to the emergency room with a worsening fever and was found to be septic with evidence of thrombocytopenia and increased lactic acid. Shortly after she was intubated and required pressor support to maintain her blood pressure. A hysterectomy was performed and endometrial cultures were positive for group a streptococcus and blood cultures were positive for group b streptococcus. The patient is currently doing well and improving on antibiotics. It was suspected that the patient had a colonization of streptococcus in the lower gynecologic tract prior to surgery which ascended into the endometrium during hysteroscopy and ablation.